Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2009 the patient underwent the following procedures: right lateral transpedicular decompression of right exiting nerve root at l5-s1, posterior lumbar interbody fusion with peek cage, posterior spinal fusion with pedicle screw and rod instrumentation l5-s1, bone morphogenic protein and vitoss used for bone graft and bone marrow harvested for reconstituting vitoss to treat the following pre-op diagnosis: disk herniation l5-s1 with degenerative disk disease and inferolateral types stenosis at l5-s1 on the right. Op notes: a peek cage was filled with vitoss reconstituted with bone marrow harvested from the s1 pedicle and a bone morphogenic protein sponge. The cage was then impacted across the 5-1 disk space and the remaining disk space filled with vitoss. In the lateral gutters we decorticated and vitoss placed in the posterolateral portion of the gutters and hemostasis achieved. The wound was irrigated. The metrx tube retractor was removed from the wound. Pedicles were then tapped over the guidewires at l5 and s1 bilaterally. Pedicle screws were inserted in a percutaneous fashion at each level. Contoured lumbar rods were then attached to the 5-1 pedicle screws bilaterally through small stab wounds in the superior flank using the outrigger system. Compression was carried across the anterior cage; the set screws were tightened down and broken off. Screws inserted were removed from the wounds and the wounds were cleaned and closed with vicryl staples. The patient was sent to recovery room in stable condition.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spinal fusion surgery on (B)(6) 2009 using rhbmp-2/acs. Sometime postop, the patient experienced headaches, pain and weakness in her lower back that radiates into her lower extremities, as well as weakness in her bladder. On (B)(6) 2012, the patient underwent an MRI, which showed disc bulging and spurring with bilateral foraminal narrowing in her lumbar spine.